Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) safety disk fails membrane leak test. There was no patient involvement reported.

Manufacturer narrative:
Corrected fields; d4. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the safety disk had failed the membrane leak test (-13). Then the fse had replaced the assembly, safety disk which had corrected the issue. After the replacement the device had passed all the functional and safety tests according to the factory specifications. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) (B)(4), nj. The failure analysis and testing dept. Received a safety disk with a reported unit failure of failing the membrane leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed safety into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the safety disk leak test in diagnostics. The fat dept. Could not replicate the complaint of the safety disk failing the membrane leak test. The membrane leak test result was -3mmhg. Factory specification is +-10mmhg.the safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure.